Event description:
It was reported that while the user was in the process of filling the ilet pump cartridge and priming the tubing, they sought guidance to verify proper drop visualization; their blood glucose was reported to be over 300 mg/dl at that time, and they subsequently completed the supply change after confirming visible drops, bringing glucose back into range. Symptoms included hyperglycemia with associated headache and weakness. Outcomes included insufficient information regarding lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.